Manufacturer narrative:
(B)(4). The lot/batch was not provided; therefore, the manufacturing records could not be reviewed.

Event description:
It was reported that the day after a sleeve gastrectomy procedure, there was postoperative bleeding. The surgeon commented that the clamp, mainly in the parts where it did advanced dissection, was the one that caused the bleeding. Hospital stay prolonged to drain patient.